Event description:
Procedure: port a cath placement. According to the reporter: the sheath ripped and a piece came out. The length of the skin incision was increased by a couple of millimeters.

Manufacturer narrative:
(B)(4).